Manufacturer narrative:
The pump error was confirmed on the download trace file. The motor was visually inspected, and no moisture damage or contamination was noted. No loose or disconnected motor flex connector was noted. The motor may have an intermittent failure that was not detected during testing. The pump had minor scratches on the display window, a scratched case, keypad overlay texture damage and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected (a130). Customer's blood glucose was unknown. The customer advised to do the auto test, the pump alarm error without number occurred. The customer was advised that the pump will be replaced.